Event description:
On (B)(6) 2014, the patient was implanted with the gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm, and right and left external iliac artery aneurysms. It was reported that two gore dryseal sheaths were used during the procedure. The patient tolerated the initial procedure. It was reported that on (B)(6) 2014, the patient was admitted for a bilateral groin drainage and cellulitis. As reported the cause of the complication was the extended length of time for the initial procedure on (B)(6) 2014. On (B)(6) 2014, vacuum assisted closure was performed on the bilateral incision wounds, and the patient went through the broad spectrum antibiotics treatment. The physician stated that this complication is not related to the device, it is only related to the procedure. According to the physician progress notes during patients hospital stay, on (B)(6) 2014 the physician noted that patient¿s cellulitis had improved markedly and the wounds were much less tender.

Manufacturer narrative:
Lot/serial number is unknown. A review of the manufacturing records for the device could not be conducted. Also was used the gore dryseal sheath (dsl1228). Lot/serial number is unknown. According to the gore dryseal sheath instructions for use, adverse events that may occur and/or require intervention include, but are not limited to infection.